Event description:
Customer reportedly received result of 301 mg/dl on the advantage system while using comfort curve test strips, and result of 132 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference medwatch report with patient identifier (b)6) for the suspect device used in the compact plus system.